Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of genital haemorrhage ('abnormal bleeding (general)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient was found to have weight increased ("weight gain / loss specify which one: weight gain"). In (B)(6) 2011, the patient experienced hypothyroidism ("autoimmune response/ autoimmune disorder type of disorder: hypothyroidism"), pelvic pain ("pain"), menorrhagia ("heavy periods/ abnormal bleeding (menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes describe: hormonal imbalance"). In (B)(6) 2011, the patient experienced migraine ("migraines / headaches"). In (B)(6) 2012, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety") and depression ("depression"). In (B)(6) 2012, the patient experienced alopecia ("hair loss"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("painful periods") and abdominal pain ("abdominal pain"). Essure treatment was not changed. At the time of the report, the genital haemorrhage, hypothyroidism, pelvic pain, menorrhagia, dysmenorrhoea, vaginal haemorrhage, hormone level abnormal, anxiety, depression, migraine, weight increased, alopecia and abdominal pain outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, dysmenorrhoea, genital haemorrhage, hormone level abnormal, hypothyroidism, menorrhagia, migraine, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: over the several months, patient sought treatment on multiple occasions for heavy and painful periods, and autoimmune response, among other symptoms. It was likely that she will be required to undergo surgical intervention as a result of her essure implants. Because of the requirement to undergo removal of the essure devices she will be left with serious injuries. She done essure confirmation test. Current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram in 2011: results: confirmed proper placement. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received: reporter information was added. New events " hormonal changes describe: hormonal imbalance, psychological or psychiatric problems condition: anxiety/depression, migraines / headaches, weight gain / loss, hair loss specify which one: weight gain, , hair loss, abdominal pain" were added severity of "pelvic pain" was updated as "severe". Event " autoimmune disorder updated to "hypothyroidism." Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.